Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. A full recapture was required; however, it was difficult to recapture. The closure device was fully recaptured successfully. The procedure was completed with a different device and no patient complications were reported.